Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign material in them. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Additional information: a review of the device history record was completed for batch 7024619, reorder number 367988. Product was manufactured at the bd sumter site january, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign material in them. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.